Manufacturer narrative:
The device was not returned to solventum for analysis; therefore, the root cause could not be determined. Based on the problem description, the reported issue is most likely a heat exchanger leak. Possible causes of heat exchanger leaks include over-pressurization above 300mmhg, insertion or removal of pressurized heat exchanger from heating unit, and heat exchanger not fully inserted into the heating unit. Solventum will continue to monitor.

Event description:
A user facility reported the cassette on 3m¿ ranger¿ blood/fluid warming high flow set burst while in use. No injuries or medical interventions were required due to the alleged malfunction.